Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): it was reported that the ventilator suddenly shut down ("goes black") while a patient was connected. Ventilation stopped unexpectedly, and clinical staff had to manually intervene with a breathing bag and replace the ventilator. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c3 ventilator display suddenly went black during patient use. The physician immediately instructed the use of a manual resuscitation bag and replacement with another ventilator. No harm occurred. Investigation by the china team found the battery was depleted. The root cause was an improperly connected ac power supply combined with a discharged battery. The event is attributed to clinical operation and maintenance, not product failure. It was recommended to check ac power connection before each use and charge the battery for two hours weekly.